Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient was wearing the pod for more than 48 hours on the arm. Patient also had heart issues and was vomiting. Patient deactivated the pod and went to the hospital. The patient stated they were put on intravenous therapy with an insulin drip and natural saline. Patient was also given zofran for the vomiting.